Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was under infusing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
, Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-28265. The report was submitted in error.

Event description:
It was reported that the pump under-infused. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
Other, other text: b3 unknown, (B)(4). One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was removed. There was no evidence to review in the device's event history log. Accuracy tests were performed and the reported issue was duplicated. The pump was found to be under delivering to the manufacturing specifications. As a result, the expulsor assembly was replaced. Product is beyond a year from manufacture date (10/2020) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.